Event description:
It was reported that an increase in capture thresholds and a decrease in sensing had been observed on the atrial lead of an asymptomatic patient. Fluoroscopic imaging found the lead to be in place. The physician opted to revise and reposition the lead.

Manufacturer narrative:
.